Manufacturer narrative:
(B)(4). Results: arterial occlusion. Short aortic neck. Conclusion: short aortic neck.

Event description:
It was reported that the patient's aortic neck measured less than 10 mm in length and the other side did not have very much purchase. Therefore, the physician elected to compromise the renal artery. Two endurant aortic cuffs were implanted and there was 50% encroachment on the left renal artery; however, there was good blood flow through the renal artery upon completion of the procedure. The proximal type I endoleak was successfully resolved.